Manufacturer narrative:
After internal review on 16-sep-2025, b5 and h6 were updated.

Event description:
After internal review on 16-sep-2025, it was clarified that there was not a needle mechanism failure, and the status of the pink slide was not reported. It was reported that the cannula was visible after the pod was removed and that the cannula was bent. Needle mechanism failure has been removed, and bent cannula has been added.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did insert into the skin and was visible when the pod was removed, but that the pink slide had not moved forward. This indicates a needle mechanism failure. The patient wore the pod for between 37 and 48 hours on an unspecified site and their blood glucose rose to 400 mg/dl. The successfully removed this pod and applied a new one and blood glucose returned to normal.